Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as a sore on the right back side of the body, the vibration box causing pressure in the back. There was no alleged device malfunction contributing to the sore. The patient¿s nursing staff bandaged the area. Outcome of the sore is unknown.